Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned. External abrasions breaching the outer insulation were noted at 5.0 cm to 5.1 cm and 16.7 cm to 17.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.